Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Bolus anomaly was not verified due to unresponsive button. The insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were stuck and alarms sensor but customer does not sue the sensor. Customer's blood glucose was 295 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.